Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection and electrical test were performed following procedures. Visual analysis revealed reddish material and a hole and reddish material in the surface of the pebax exposing internal components. An electrical test was performed. No electrical issues were found. A manufacturing record evaluation was performed for the finished device lot number 31453082l, and no internal action was found during the review. The electrical issue reported by the customer was confirmed based on the reddish material observed. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations in carto 3 system manual: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The catheter instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole and reddish material in the surface of the pebax, exposing internal components. Initially, it was reported that ¿the noise was heavy¿ and ¿contact failure¿ occurred. The catheter was replaced, and the procedure was completed without adverse patient consequence. The signal noise issue was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 02-may-2025, reddish material and a hole and reddish material in the surface of the pebax exposing internal components. This was assessed as MDR reportable with an awareness date of 02-may-2025.